Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and there was no response with keypad. Customer stated there was long cracked beginning from the top of insulin pump to the all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, sleep current measurement, active current measurement or self test due to unresponsive keypad. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with cracked case and cracked case-corner of belt clip rails.